Manufacturer narrative:
Insulin pump was received with critical pump error during testing. Unable to determine the root cause, problem isolated to motor force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 15 mmol/l. The customer was advised that the pump need to be replaced. The insulin pump will be returned for analysis.